Manufacturer narrative:
Co is attempting to contact the customer and gather more info on the injury and circumstances. Method: actual device was evaluated. Results: the eval included performance testing (accuracy, air/no food alarm, etc.) And performed according to specification. Conclusion: the alleged complaint/defect could not be duplicated. If more customer/pt info becomes available, a f/u report may be submitted.

Event description:
Reported by the customer as: "the pump keeps running after the food is done and pumped air into the pt." Pt injury? Yes.